Event description:
Pump was reported with failure code 812:02 on channel b. Although attempts were made to obtain additional details regarding medication involved, pump programming info, pt status, specific pt info, medical intervention, tubing product code and lot involved. The hosp biomed reports there was no report of any incident involving this device.